Manufacturer narrative:
One sample returned for evaluation contained in a plastic bag without its original unit pack. Visual examination shows that there are two black markings on the main stem of the tubing which are not from our manufacturing process. The returned unit was checked for occlusions and found to be within the required specification. The internal diameter of the returned unit was measured and found to meet the required specification. The most probable root cause is the end used may have used a suctioning device or scope which was not compatible with our product. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the inner diameter of the tracheostomy tube was smaller that normal. Customer indicated there was no patient injury with this event.

Manufacturer narrative:
If the sample is returned, a summary of the analysis will be provided in a supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the inner diameter of the tracheostomy tube was smaller that normal. The customer indicated there was no patient injury with this event.